Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with the introducer sheath. Visual inspection of the device revealed that the main coil was kinked, stretched and broken below the main junction. During the functional testing, friction was observed when the coil was pushed through the introducer sheath. The device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the main coil was broken/ fractured. No consequences to the patient were reported.